Event description:
It was reported during follow up the asymptomatic patient received a second vibratory alert for high, out of range high voltage lead impedance. First vibratory alert was reset previously. Programming options were made. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).